Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system and consumed an extended amount of oral glucose tablets to resolve the low; the user believed the event occurred after announcing a meal when blood glucose was 83 mg/dl, and the agent provided troubleshooting and education to announce meals when in range. Symptoms included low blood glucose without additional reported symptoms. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included customer care review and user education on appropriate meal announcement practices. Investigation of this case revealed no device malfunction or component failure and indicated user-related factors as a potential contributor based on the reported timing of meal announcement relative to a low glucose value. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.